Manufacturer narrative:
*UDI related data quality updates only* this follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00558).

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that patient leakage current test failed. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the patient leakage test current failed. The failure occurred during maintenance. A getinge field service technician (fst) was sent for investigation and repair. The sensor panel was replaced, which lead to measured values within specification. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. However, the customer decided they don't want the device repaired and returned it to the manufacturer for disposal. The log files of the reported cardiohelp device were reviewed and no functional failure could be confirmed on the reported date of event. A similar failure of the patient leakage current test was investigated by getinge life-cycle-engineering (lce) on (B)(6) 2023. The exceeding of the value limit affects only the sensor panel da0, in which a higher capacitor value was installed. As an action the sensor panel was revised under a CAPA. According to the instruction for use of the cardiohelp device (chapter 6.4.1 "battery operation") for the case that the ac main connector is defective, the cardiohelp switches automatically to battery operation upon any interruption in the external power supply. Additionally a message and an acoustic signal will be triggered to inform the user that battery supply is used. The insulation resistance test is performed during preventive maintenance and is not a risk for the patient or operator. It is further stated in the instruction for use (cardiohelp system, chapter 4.5) to check the total leakage currents if the cardiohelp device will be used together with other medical devices. The product in question was produced on 2010-10-14. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2010 to (B)(6) 2023. A non-conformity regarding the reported failure was found: in order to address this failure a corrective action preventive action (CAPA) was initiated on 2022-08-03 (ongoing) and a fsca#881841 was initiated on 2023-10-26 (ongoing). As an action the sensor panel was revised under the CAPA. The following corrective action is implemented in the fsca#881841 for the failure concerning the patient leakage current test: - contact the customer to arrange the performance of the patient leakage current test according to iec 62353 and subsequent repair, if necessary or the return of the cardiohelp to a getinge representative. Based on the results the reported failure "patient leakage current test failed" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.